Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2003 - repair of ventral incisional hernia with composix kugel mesh. On (B)(6) 2005 - open ventral hernia repair with composix kugel mesh. Previous mesh encountered and left in place.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Based on a review of the provided medical records, on (B)(6) 2003, a composix kugel was used to repair an incisional hernia that had developed after a c-section. On (B)(6) 2005, the pt underwent repair of a second hernia with a composix kugel mesh. The mesh from the previous repair was encountered. There were noted to be some adhesions between the small bowel and the mesh. The mesh was not further explored and was left in place. The pt reportedly developed adhesions, which is a possible adverse reactions stated in the product's instructions for use. With the info currently available, no conclusion can drawn.